Event description:
A customer alleged damage on an instrument after sterrad processing. The outer coating of a coupler of the olympus camera head ar-tf08e peeled. The customer confirmed that the device does not have compatibility claims with sterrad.

Manufacturer narrative:
There was no product returned to asp for investigation. The investigation analysis confirmed that the af-series device reported as damaged did not have compatability claims according to the asp sterrad sterility guide and the manufacturer's letter dated december 1, 2008 (pg. 2 of 5 stating, "not compatible or use restricted: the following endoscope models and surgical accessories are either not compatible with sterrad 50 and 100s sterilizers or are restricted from use because their lumens fall outside the sterrad 50 and 100s "indications for use". The af-series is included in this listing. The device history record (DHR) for the sterrad 100s unit was reviewed and there were no issues noted. Per the sterrad shuma (system hazard user misuse analysis) the risk of this issue is acceptable. (B)(4). The sterrad 100s dpmo (defects per million opportunities) chart, (B)(4) indicates that there was no increasing trend and below the upper control limit (ucl).

Manufacturer narrative:
(B)(4). Damage to customer's device.